Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed the sensor wire detached and stayed at site of insertion. The patient removed the sensor wire from site. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).